Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, damage.

Event description:
Healthcare professional reported unknown side "2 cases of damage, 6 cases of malposition, 1 case of infection, 1 case of pneumothorax, and 1 case of post-acute hemorrhage" through a presentation. Device status remains unknown.